Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage was noticed. The lesion was in an unspecified vessel and sub-totally stenosed with unknown localization. The lesion was pre-dilated with a maverick 2 balloon (size unspecified). The physician attempted to implant a taxus liberte 2.50x24.0mm drug eluting stent (des) but was unable to cross the lesion. During withdrawal of the stent delivery system (sds) the proximal strut of the stent was bent. The entire sds was removed and the physician successfully completed the procedure by implanting another of the same device. The stent was post-dilated with a quantum maverick balloon, size unspecified. There were no pt complications. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Device has not been received for analysis as of the date of this report.